Event description:
Patient's pump was alarming, nurse went to check the alarm. The module was showing "air in the line". There was air present in the tubing from the 'y' in section from secondary to directly below the pump. The pump had alerted correctly, but the issue arose from having a full bag of ivf. At 2200 an IV antibiotic was administered, but the secondary was primed correctly and had finished running through. The primary was also correctly hung beneath the secondary. Unit had 2 sets of IV tubings with different lots. The second lot is 15075123, (B)(4), exp date 7/31/2018.